Event description:
The patient underwent generator replacement surgery. It was reported that the explanting facility discarded the generator after the surgery.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures have been increased since the last visit. It was noted that the patient experienced a cluster of about twenty minutes of myoclinic jerks over the previous weekend and was taken to the emergency department where IV lorazepam was given. It was noted that no clear triggers for these events can be identified. It was noted that interrogation and diagnostics were performed on the device and indicates the generator is near end of service. It was noted that the lead impedance was normal. The notes indicate that the patient will be referred for surgery. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.